Event description:
It was reported that on (B)(6) 2010 the patient underwent revascularization of the target vessel, the proximal circumflex, in which two promus stents had been previously deployed. No additional information was provided.

Manufacturer narrative:
(B)(4). Implant date: estimated. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the electronic instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The other promus device referenced is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent implant remains in the patient. A follow-up report will be submitted with all additional relevant information.